Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported low blood glucose levels, and he felt that the insulin pump delivered insulin even though he had put it in suspend mode. Reviewed the insulin pump settings, and the husband realized that he had given his wife too much insulin. The husband stated that he had conducted testing previously, and the insulin pump passed the tests. Nothing further was reported.